Event description:
Brush separated from shaft and fell into mouth [device breakage], no adverse event. Case description: a (B)(6) female consumer reported that while using an oral-b professional care rechargeable toothbrush, the oral-b brushhead, version unk separated from the shaft and fell into her mouth. She reported the brush head is fairly new, and she changes brush heads 3 to 4 times yearly. No symptoms developed.

Manufacturer narrative:
Return of the product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.